Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator alarmed transducer fault and the exp valve was not working properly and could not build pressure. The issue occurred during patient use which lead to desaturation, the patient was manually ventilated then the device was replaced with another ventilator. No further patient harm was noted.